Manufacturer narrative:
A steris service technician inspected the table and found batteries and oil reservoir to be melted as well as hoses and wiring. Due to the extent of the damage the technician was unable to verify if proper rtv was present to indicate possible fluid intrusion. The table is not under steris service contract and is serviced and maintained by the user facility. Steris service is in the process of discussing repair options with the user facility.

Event description:
The user facility reported that while facility personnel were cleaning the surgical table for the next patient procedure it was observed that the low battery indicator was visible. The employee proceeded to plug in the ac receptacle and exited the room for approximately 20 minutes. Upon return to the room, smoke was emitting from the base of the table. The employee advised his supervisor who brought the table outside the room and proceeded to remove the base cover and flames came out. A fire extinguisher was used to put out the fire. No injuries to hospital staff or patient reported. A procedural delay was reported.